Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a separation issue; reported as ¿the end casing of the pd transfer set off the tubing of the transfer set¿. This was then clarified as the transfer set separated between the while twist sleeve of the twist clamp and the silicone tubing. This occurred during use for peritoneal dialysis therapy and the patient was dialyzing at the time of dislocation. The transfer set was replaced. There was no patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the tubing and twist clamp was observed. The reported condition was verified. The cause of the condition could not be determined. The connection between the female connector and silicone tubing is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.